Manufacturer narrative:
The reported complaint of the autopulse li-ion battery (serial # (B)(4) not powering several autopulse platforms when inserted was confirmed during functional test and the archive data review. The probable root cause for the reported complaint was due to damaged on-board temperature sensors on the battery management board. No physical damage was observed on the returned battery during visual inspection. The returned battery's status led indicator lights were not illuminating when the status button was pressed. The battery was placed in a multi-chemistry charger and displayed a red fault light. However, after removing the battery from the charger, the status showed four green led's. The battery was then tested in the good known autopulse platform and the platform displayed "replace battery" message. Thus, confirming the customer reported complaint. The battery's archive was downloaded and reviewed, multiple temperature mismatch error messages on thermistor #1 and #2 were recorded. A possible cause for this error was due to damaged battery on-board temperature sensor. The damaged temperature sensor reported a temperature that was "off the chart". The on-board temperature sensor was designed to prevent the battery from charging when the on-board temperature is too hot, or when there is a difference between any two sensors that exceeds 30°c. In this case, the temperature mismatch error occurred on thermistor #2 and #3 which also triggered the battery safety circuitry. The safety circuitry was designed to prevent the battery from charging when this error occurred.

Manufacturer narrative:
Zoll has received the battery however, the investigation is pending. A follow-up report will be submitted when the investigation has been completed.

Event description:
During shift check, customer reported that the autopulse li-ion battery (serial # (B)(4)) does not power on several autopulse platforms when inserted. No patient involvement.